Event description:
The account alleged the bed exit alarm is barely audible. No patient impact.

Manufacturer narrative:
The account replaced the scale power control board and the external buzzer kit to resolve the issue.